Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information notes about associated small residual trauma/hematoma at the operative site. Also, associated overlying residual soft tissue swelling, edema and soft tissue gas. Degenerative changes and osteopenia. Vascular calcifications noted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, e1 (facility name). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information notes about trochanteric bursitis on right hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : complaint description: litigation alleges patient suffers from inflammation, pain, tissue and bone loss. Update (B)(6) 2017) pfs and medical records received. After review of pfs and records, plaintiff alleges pain in hip and groin, siffness, elevated metal ions, difficulty sitting or walking for long durations, difficulty with child care, strained intimate relationship with spouse, multiple dislocations following initial revision surgery. During an initial consultation, revising surgeon indicated patient had an elevated chromium level. No labs are available to corroborate this or indicate to what degree level(s) are elevated above normal. If additional information is provided, this will be addressed further. Right hip revised for pain with suspected metallosis. Revising surgeon noted operatively that there "was significant metallosis". Upon removing the metal liner, discovered a "pseudomembrane behind the metal liner". ¿the product was not returned to j&j medtech orthopaedics, however photos were provided for review. See the following attachments: 1) "(B)(4). And (B)(4).x-ray_images - received (B)(6) 2024", 2) "pal-(B)(4). & (B)(4). -photos taken by (B)(6) -(B)(6) 2025", 3) "(B)(4). & (B)(4). ¿ photos and x-rays extracted from the disc #1 ¿(B)(4).hospital¿ by (B)(6)¿ (B)(6) 2025", 4) "(B)(4). & (B)(4). ¿ photos and x-rays extracted from the disc #2 (B)(6) medical center ¿ by (B)(6)¿ (B)(6)2025", and 5) "(B)(4).& (B)(4). - photos and x-rays extracted from the disc #3 ¿(B)(6) medical center by (B)(6)¿ (B)(6)2025". The x-ray investigation revealed nothing indicative of a device nonconformance. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing records evaluation (mre) was not performed as no valid lot number (p070026) was provided for this device. The overall complaint was not confirmed as the observed condition of the summit por taper sz6 std off would have not contributed to the complained adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no valid lot number (p070026) was provided for this device. Device history review : a manufacturing records evaluation (mre) was not performed as no valid lot number (p070026) was provided for this device.

Event description:
Additional information notes about tingling/numbness of left thigh.

Event description:
Information reviewed regarding the reported patient death. The reported death was on (B)(6) 2024 due to suicide/hydrocodone. The last know operation was in 2019. At this time there is no information that indicates the devices or procedure caused or contributed to the patient death.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 and d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6)2010 medical records note the patient is noted to have had a previous orif of the right hip in 1985 following a motor vehicle accident. On (B)(6) 2010, patient was had a right hip hardware removal, right hip and conversion to right total hip arthroplasty. The components used were noted to be depuy pinnacle cup, one screw, metal liner, summit stem and cobalt chrome femoral head. It was noted that the patient had pain and limited motion in the right hip. All three of the previously placed screws were removed successfully. (Surgery page 870 of 1201) (sticker page 876 of 1201) on (B)(6) 2013, medical records note that the patient had been having pain for the last 6 months. Patient noted to walk with a slight limp. Radiograph is reported to show a metal-on-metal arthroplasty with no evidence of loosening. In 2015 metal on metal right hip was revised (no specifics) (B)(4). On (B)(6) 2018 medical record notes the patient has right hip instability. It was noted that the patient had dislocations subsequent 3-4 times. On (B)(6)2019, operative note patient had a right hip revision to address recurrent dislocation. Patient has a history of metallosis and tissue damage prior to the patient¿s last revision. Since the last revision the patient has dislocated, felt a leg length discrepancy, and pain. During the procedure the surgeon noted that there was an iliotibial band that was dislocating itself in addition to the hip. The stem was well fixed, there was significant soft tissue defect at the site of the incision. The insert was noted to be deformed due to previous dislocations. *no mention of manufacturer of the removed components noted. (Page 263 of 1201) on (B)(6)2019 medical records note implanted (B)(6) 2019. It is reasonable to conclude that the femoral stem left in-situ was depuy stem. Screw gap plt 50mm 2080-0050 lot: la6yxt stryker medical, screw gap plt 15mm 2080-0015 lot: 9d4d3v stryker medical, screw gap plt 20mm 2080-0020 lot: y42kwp stryker medical, imp hip tot acet shell 509.02-60f lot: w41y0 stryker medical, imp hip lnr mdm 46mm f 626-00-46f lot: 71047902 stryker medical, insert adm/mdm 28mm/52 1236-2-852 lot: 71276601 stryker medical, imp hip fem hd rev pls12 1365-28-740 lot: 8982849 depuy (femoral head). On (B)(6) 2019 medical records note the patient is distantly out from his right hip revision for instability. He had a fall yesterday. Pain after a fall. No acute fracture or dislocation. The assessment was that the patient had a pretty bad contusion, but he did not injure his hip to any significant degree. On (B)(6) 2022 right hip pain. On (B)(6) 2024 patient passed away. (No specifics or allegation of passing being attributed depuy components or procedure. Medical records received: on (B)(6) 2023 medical records note right great toe ulceration. On (B)(6) 2023 medical records note chronic wound, from (B)(6) 2023 which noted right great toe ulceration, right foot drop from previous peroneal with injury from previous surgeries. On (B)(6) 2024 patient passed away due to acute hydrocodone toxicity. Medical records received: patient received x-rays, on (B)(6) 2023, of the right hip and pelvis, for concerns of right hip pain. Patient has a history of multiple right hip surgeries. A greater trochanter fracture was observed, its age not being determined. Right hip implants are well positioned. Patient received x-rays, on (B)(6) 2023, subsequent to a fall and pain, of the right shoulder. An acute, displaced and angulated right proximal clavicle fracture was observed in the x-rays, with no glenohumeral abnormalities/no humeral fractures noted. A cortical button type fastener implant was observed (manufacturer unknown) related to a prior shoulder surgery. None of these clavicle issues are related to the right hip. Patient also had repeat x-rays of the right hip on (B)(6) 2023. The greater trochanter fracture was more displaced than observed in prior x-rays from (B)(6)2023--4.2 cm displacement versus 3.2 cm in prior exam. There was suspicion that the fracture was of recent origin because of the observed margins, but no definitive date was provided--only that it occurred prior to the fall. Patient's x-rays also included chest x-rays, with complaint of chest pain and shortness of breath, related to the fall. These were negative except for some observed atelectasis of the lungs around the heart, and a moderate hiatal hernia. None of these chest issues are related to the right hip. Patient received a CT scan on (B)(6) 2023, subsequent to a fall and pain, of the cervical spine subsequent to a seizure and fall. There was reported anterolisthesis at level c3-4, and disc space narrowing at level c3-4 thru c6-7. There were osteophytes at c5-6, c6-7, and multilevel facet arthropathy. The right displaced clavicle fracture was observed also. Repeat x-rays on (B)(6) 2023 of the shoulder/clavicles show it remains displaced and angulated, but unchanged from previous examination. Reported a new finding of humeral greater tuberosity bone loss/possible bone cyst formation. None of the shoulder diagnosis can reasonably be considered caused by the hip products. Chest x-ray is normal, apart from the previously identified hiatal hernia. CT scan of the brain for c/o headaches is show no acute issues--the exam was essentially negative with only age-related chronic changes observed. In conclusion, of the various radiographic exams, only the identified displaced bone fracture of the right hip greater trochanter (and the fall and right hip pain) can reasonably considered as being possibly caused by the patient's right hip products. The date of onset was not clear. There is no reported treatment for the fracture within the medical record reports.